Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "low ve", "low pip", and was auto cycling. The customer reported that their evaluation concluded that it was due to turbine failure, while running exhalation calibration test it was determined that turbine was not running. Once turbine was changed the exhalation test passed. The customer reported that they replaced flow sensor, exhalation diaphragm and valve body but it did not solve the issue. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up with successful calibration of all transducers indicates that the auto-zero solenoids are slow to respond. This issue will be internally investigated within vyaire.